Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had experienced high blood glucose (bg) levels (around 400 mg/dl). The contact thought that the high bg level was due to the customer's change in activity since arriving home from camp. The high bg level was addressed with a bolus via the pump, the infusion set site had been changed and a temp rate was programmed in the pump. There was no device malfunction reported.